Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical assistance due to losing consciousness with hypoglycemia. The patient's spouse called the paramedics and the patient was treated with glucagon and intravenous fluids. Actual blood glucose values were not mentioned, besides a value of 8.6 mmol/l (154.8 mg/dl) after being treated for the hypoglycemia.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device over-delivering insulin. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. The device was found to function as intended.